Manufacturer narrative:
The covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse advised the customer to re-seat the graphical user interface (gui) to breath delivery (bd) cable. The customer reportedly re-seated the gui to bd cable and conducted final testing post repair. The device was found to operate according to manufacturer specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator had an unresponsive keyboard. There was no report of patient involvement. The date of the event is unknown. No additional information is available at this time.